Manufacturer narrative:
(B)(4) date sent: 04/22/2021 d4: batch # u5cv0l h6: component code = electrical and magnetic (g02) device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present and an anvil with an uncut washer. The forward battery was installed, green checkmark was not present. The device would not fire throughout the firing range. Manually shorting the anvil detect circuit had initiated firing. Cracks in the flex fingers were present which prevented the anvil detect circuit from functioning. No conclusion could be reached as to what may have caused the failure of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/22/2021. Additional information was received: please see attached user facility medwatch. The procedure was extended due to the issue.

Manufacturer narrative:
(B)(4). Only event year known: 2021 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the stapler pre check was performed and light was on once battery was inserted. Surgeon sewed in the anvil and then inserted the stapler. Once the stapler and anvil were joined the stapler would not fire. The battery was taken out and re-inserted and stapler did not fire. Stapler was disconnected and new one was opened and used successfully with no patient consequences.